Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient has been in the hospital for other medical reasons following the implant of this system. Telemetry showed a recorded run of asystole while the patient was asleep. The caller reviewed implant x-rays and an x-ray performed today and this right ventricular lead does not seem to have moved. Isometrics and pocket manipulation was performed while taking threshold measurements. The measurement is about 0.5v higher today than at implant. The caller was inquiring about auto capture and how this feature works. There was an rvat recorded so they can assume that it is possible that the device declared loss of capture during the period of asystole and then later got a successful threshold. The physician suspects the lead has micro-dislodged, but does not want to re-position the lead. The device output was reprogrammed to 7.5v. A revision procedure was subsequently performed due to micro-dislodgement. The lead was successfully repositioned. No adverse patient effects were reported. The system remains implanted, the device output was reprogrammed and no other adverse events have been reported. This product issue will be updated if additional information is received.